Event description:
The customer reported that during a laparoscopic vaginal hysterectomy, after the surgeon had sealed a vessel, the jaws of the device could not be re-opened while applied to tissue. The surgeon converted the procedure to an open laparotomy in order to remove the device. There was no injury to the pt.

Manufacturer narrative:
(B)(4). To date the incident device has not been rec'd for evaluation. If the sample is rec'd or if add'l info pertinent to the incident is obtained, a follow-up report will be submitted.